Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. Treatment for the peritonitis event was unknown. The cause of death was reported to be peritonitis and an additional non-related event. On an unknown date in the same month as the death occurred, the patient was hospitalized for the peritonitis event and the patient was hospitalized at the time of death. The patient was not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. Dianeal therapy was ongoing at the time of hospital admission, but it was unknown if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient passed away. On an unknown date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.